Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark.

Event description:
Kimberly-clark received a medwatch report stating, ¿patient experienced desaturations to the 60's. Attempted to complete closed, inline suction three times with no secretions noted in the tubing. Patient proceeded to desaturate significantly to the 30's. The suction tube connected to the wall was noted to have adequate suction to 100mmhg and the decision was made to remove the inline closed suction due to malfunction. Ppv was initiated and a large plug was seen in the ett. Open suction with an 8fr suction catheter was completed and a large plug was removed. Patient is doing well after the incident without any additional injury. Device was in use for less than 24 hours when event occurred." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint comp-(B)(4).